Event description:
A hospital representative reported that a patient experienced grade 3 of "sand of sahara" syndrome after surgery. Patient had decreased visual acuity. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).